Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center. An evaluation confirmed the main circuit board was damaged and the device did not turn on. The main circuit board was replaced to address the issue. Resmed reference #: (B)(4).